Event description:
Patient called lfs in 2004 and alleged that their meter was powering off during use. The pt has not used their meter for approximately 1 month. The pt began to experience symptoms of shaking, sweating, and blurry vision. Patient then attempted to test, while experiencing these symptoms. Pt contacted their physician for advice. Pt received phone advice. The issue was not resolved with troubleshooting. Based on the info provided, there is evidence of a meter malfunction, no evidence of a serious injury, the pt did not attempt to use the meter until pt was already experiencing symptoms. No blood glucose results were reported and it appears no medical intervention was required. The meter is being replaced for pt.